Event description:
It was reported that the customer was admitted for medical treatment due to low blood glucose of 2.5mmol/l. It was stated that the customer had convulsions and went into a diabetic coma. Troubleshooting was performed. It was stated that the infusion set was changed the day before the event. The program on the insulin pump was reviewed and the time was incorrect. The reservoir was showing the same amount of insulin as shown on the status screen. It was stated that insulin squirted out during the manual prime process and after the motor stopped. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.